Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and non penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. Later healthcare professional reported capsular contracture baker grade unknown. Later healthcare professional reported "complete rupture". Later healthcare professional reported "baker grade iii-IV". This record is for the left side. Device was explanted and replaced. Device was returned.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. Later healthcare professional reported capsular contracture baker grade unknown. Later healthcare professional reported "complete rupture". Later healthcare professional reported "baker grade iii-IV". This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5. Reason for reoperation: rupture, capsular contracture baker grade iii-IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. Later healthcare professional reported capsular contracture baker grade unknown. This record is for the left side. Device was explanted and replaced. Device will not be returned.